Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was close to the site location. The insertion site was upper right thigh. The infusion set was in use for three days the patient replaced the infusion set and resumed insulin deliveries successfully no further information available.